Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation a damaged front panel found. The fan on the power supply was cracked and some connections on the scope were worn out. A lumen check was performed and the olympus lamp life meter was below specifications. The device was serviced and returned to the user facility. There was no patient involvement or any related injuries. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the image processor needed to have a performance and lumen check. No patient involvement was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and device evaluation, the reportable malfunction is the switch regulator malfunction / power supply fan issue (cracked). More than 9 years has passed since the subject device was manufactured, it is likely that the part has deteriorated and cracked due to repeated use for a long period of time. Per the legal manufacturer, the other issues identified in the initial report (damaged front panel, worn out connectors, and lumen / lamp check) have no potential to cause or contribute to death or serious injury if they were to recur.